Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device produced audible tones in the presence of a magnet. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Laboratory technicians did not identify any device performance anomalies during analysis.

Manufacturer narrative:
The s-ICD was returned for analysis. Upon completion from analysis, this report will be updated.

Event description:
Boston scientific received information that the subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted, then following defibrillation threshold (dft) testing, the patient's rhythm became asystolic because the patient went into complete heart block. The patient was paced transcutaneously. The patient had no prior history of heart block before dfts. It was determined that the patient now requires pacing, therefore the s-ICD system was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.